Event description:
It was reported that the suction evacuator did not inflate properly when tested before use, so it was not used.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A potential root cause unknown because of the unconfirmed reported failure. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), evacuator. Visual inspection of the sample noted the claw end of the tubing was placed in a reservoir of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator was flattened to create negative pressure and the solution was able to be suction into the evacuator and inflate as intended. The photo sample was returned and could not be evaluated for the reported failure. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. A reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suction evacuator did not inflate properly when tested before use, so it was not used.